Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the december 2017 minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker had an epicardial lead inserted in the right ventricular port which oversensed noise from the minute ventilation (mv) feature. Lead impedance in one configuration was high and out of range. Noise could not be reproduced. Mv was programmed off. Additional information was received indicating that, approximately four months following the initial clinical observations, out-of-range impedance measurements again triggered a lead safety switch. The device was reprogrammed to unipolar pace and bipolar sense configuration with the mv feature remaining off. No noise or out-of-range impedance measurements were noted in the new configuration. The system will reportedly continue to be monitored. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the december 2017 minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker had an epicardial lead inserted in the right ventricular port which oversensed noise from the minute ventilation (mv) feature. Lead impedance in one configuration was high and out of range. Noise could not be reproduced. Mv was programmed off. No adverse patient effects were reported. This device remains in service.